Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. A bipap a30 was manufactured 11/30/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
K113053.